Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was used to complete the second procedure? What is the current condition of the patient? Was there any alleged deficiency noted with the suture during the surgery? Please explain. A manufacturing record evaluation was performed for the finished device lot pju151, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent a spay procedure on an unknown date; and a suture was used. Post-op, the suture let loose internally. No additional information was provided.